Manufacturer narrative:
(B)(4). Date sent: 03/22/2022. D4: batch # 246a86. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The washer was present and cut and there was staples present. In addition, an unknown metal piece that appears to be a clip was noted in the cut. When the battery was installed the green checkmark was not illuminated , indicating that the device was not fired. The anvil was installed onto the trocar several times with no issue. A new washer was placed on the device and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the device in this condition may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device open and close as expected and performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. . If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open sigmoidectomy, the anvil came off the trocar when the device was closing. A click sound was heard when the anvil was attached to the trocar and the orange tying area was not visible. The device was attempted to close three times but the device could not be closed. The device was used between the colon and the rectum. The anvil was placed as it is and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.